Event description:
It was reported that during orl procedure the ball became detached from the sheath. Two tools, with the same batch had this fault and they used a third one with an another batch and able to proceed the surgery, without any problem. There was no broken pieces of the reported product remain inside the patient's body. The procedure was completed with backup product. Additional information regarding the patient impact  and procedure delay was being followed up from the facility. On additional follow up there was a few minutes of procedure delay occurred to get some more clear view from the arsenal and there was no patient or staff impact associated with this event.

Manufacturer narrative:
H3:product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.